Event description:
On (B)(6) 2012, the reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultra meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the reporter that the alleged issue began on (B)(6) 2012 between 11:30am and 12:00pm. The reporter stated that the patient does not take any medication to manage her diabetes and denied making any changes to the patient's usual diabetes management routine in response to the reported issue. At an unspecified date and time, the reporter claimed that the patient developed "low blood sugar symptoms." The cca was informed by the reporter that on the same day as the reported issue at around 11:30am, the patient was tested on the clinic's meter (unknown device) and obtained a reading of "70mg/dl" and shortly after, self treated with food/drink. During the troubleshooting, the cca noted that the battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury and received treatment after the alleged issue began.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. The test strips were also returned on (B)(4) 2012 and were expired at the time of the complaint. Instructions for use indicate test strips must be used prior to expiration date. No product analysis required. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k062195.